Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor speeds were unstable, the width plates, machined head, and spring pin were damaged, the reciprocating arm and screws were worn, and the device was out of calibration. The motor, reciprocating arm, machined head, spring pin, bearings, and screws were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that outside of surgery, the unit was found to have damaged locking system, worn 2 screws worn reciprocation arm, motor error as the speed was not constant. There was no patient involvement. Due diligence is complete

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: france.